Event description:
Initial calcium result of 10.1 mg/dl. Same sample repeated recovered 9.2 mg/dl. Initial sodium result of 167 mmol/l, same sample repeated recovered 140 mmol/l. Initial potassium result of 3.67 mmol/l. Same sample repeated recovered 4.28 mmol/l. The customer replaced probe c which resolved the issue. Additionally, the field service rep noted the customer was experiencing imprecision on their controls. The control imprecision was determined to be caused by the control material. When switching to another control material, the imprecision with the controls did not recur.